Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use. An air leak event with small bubbles that continued to be aspirated was noted. The air leak was noted inside the aspiration syringe. The event occurred during insertion into the body. The procedure was completed with another of same device. No patient complications were reported.